Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A specific failure mode was not reported. The return of the device may have aided the investigation in determining a cause for the unspecified event. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, an unspecified device failure occurred and hemostasis was achieved using manual compression. The patient did not experience any adverse effect. Though requested, no additional information was provided.